Event description:
Per the clinic, the package indicated a 3mm implant, however, the box was reportedly found to be empty. The patient was subsequently implanted with a 4mm implant during the same surgery. The incident is being investigated by the manufacturer.

Manufacturer narrative:
This fixture is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).